Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post-paced t-wave oversensing (pptwos). No further information is available.